Manufacturer narrative:
Additional data: d9. The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had no discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description: the root cause could not be explicitly determined. A potential root cause is that the patient may have had an allergy to material of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient had an allergic reaction to the material. The device was delivered to the patient on (B)(6) 2025 and was first used on (B)(6) 2025. The patient experienced burning of the lips and the tip of the tongue. The patient reported the issue on (B)(6) 2025 (3 days after start) and stopped using the device on (B)(6) 2025. The device was rinsed with water and stored by the patient. They are returning the device.